Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Per the omnipod 5 user guide, 'caution: do not place the controller in or near water because the controller is not waterproof. Failure to do so may result in damage to the controller.' Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod 5 controller fell into water while the patient was at a swimming pool. The controller was reported to be submerged in water, the display flickered, water entered the screen, and the device became very hot. It was reported that the patient was unable to turn the device on or off. A replacement controller was arranged to be delivered.